Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Stent: 2.25x12 xience alpine; 4.0x15 xience alpine. (B)(4). After administering more nipride, an angiogram showed improved distal timi flow. Final timi flow was 3 and the patient was discharged the next day in satisfactory condition. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of vasoconstriction (coronary artery spasm) as listed in the ultra rapid exchange (rx) coronary stent system (css), instructions for use, is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device and the reported treatments appear to be related to circumstances of the procedure. Additionally, it should be noted that the ultra rapid exchange (rx) coronary stent system (css), instructions for use, (IFU) specifies the rated burst pressure (rbp) is 14 atm and clearly states not to exceed the rbp.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a non-st-elevated myocardial infarction (nstemi) and an aneurysm in the saphenous vein graft (svg) to ramus coronary artery. The svg to ramus was confirmed to be 80% stenosed in the proximal area, with an unspecified patent stent in this graft with an aneurysmal area just after the stent. After advancing a non-abbott guide wire to the target site, the anastomotic site of the svg to ramus graft was pre-dilated with a 2.0x15 mini trek balloon, establishing flow in the main ramus intermedius branch. Nitroglycerin was then administered to the patient as standard procedure. A 2.25x12 xience alpine was deployed at 14 atmospheres (atm), in the distal svg to ramus anastomosis. An angiogram showed residual disease in the mid area and osteum of this graft. An attempt was then made to cross the aneurysmal area with a non-abbott filter, but this filter was unable to cross the aneurysmal area. Instead, a 3.5x16 rx graftmaster covered stent was deployed with a max pressure of 20 atm in the distal svg to ramus vessel without difficulty, sealing the aneurysm. The residual disease in the proximal anastomosis of the svg to ramus vessel was treated via placement of a 4.0x15 xience alpine stent just proximal to the graftmaster stent. A 4.5x13 multi-link ultra bare metal stent was then deployed at 20 atm to treat the diseased area in the svg osteum when vasospasm occurred and the patient was treated with nipride to increase timi flow. As the multi-link ultra was not fully apposed to the vessel wall, the osteum was then post-dilated via inflation to 15 atm, using a 5.0x20 non-abbott balloon.